Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. The device was not explanted and therefore was not available for analysis. A correlation between the device and the reported event could not be determined. Review of the provided system controller log file found it contained approximately 5 days of data, beginning on (B)(6) 2015. The system appeared to be functioning as intended with no atypical alarms noted until the final 2.5 hours of the recorded data. Beginning at 2:48am on (B)(6) 2015 the low flow hazard alarm became active when the estimated flow was calculated to be below the low flow limit of 2.4 lpm. The low flow hazard alarm persisted until the end of the log file at 5:10am. The final events of the log file showed the power cables were disconnected at 5:09am and the driveline was disconnected from the system controller at 5:10am. The evaluation of the log file cannot conclusively determine the cause of the captured events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was found down at home with a low flow hazard alarm sounding. It was reported that the cause of death was suspected to be due to a physiologic issue. No additional information was provided. An autopsy was not performed and the pump was not explanted.